Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed, and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine (hc). The technical service representative (tsr) assisted the caregiver(cg) to cycle power to clear the alarm. System error 2367 cascading alarm occurred. The tsr assisted the cg to cycle power to clear the alarm. The tsr assisted the hp to disconnect using aseptic technique and remove the cassette. The tsr advised the hp to start over with new supplies. The cg was contacted on (B)(6) 2011. The cg stated this was an isolated event. The cg stated that the hp did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.